Event description:
It was reported, that patient presented in emergency room after receiving inappropriate shock. It was noted, that right ventricular (rv) lead exhibited far p over-sensing and under-sensing. It was also noted, that lead had dislodged. And it was confirmed via x-ray. The lead was explanted and replaced with new lead as a result. Patient condition was stable.

Manufacturer narrative:
The reported events were lead dislodgement, inappropriate shock, far p oversensing, and sensing anomaly. A complete lead was returned in two pieces. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The reported events of inappropriate shock, far p oversensing, and sensing anomaly were not confirmed. Electrical testing was normal.